Event description:
It was reported that the patient changed the infusion set last night overnight independently on (b)(6) 2026 and had 3 failed sites. The patient ended up using injections and the BG was 23.6 with a small amount of ketones.

Manufacturer narrative:
Initial 2 of 4.E1: (b)(6). Based on the available information, this event is deemed to be a reportable malfunction.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.